Manufacturer narrative:
The investigation could not determine a specific root cause as the customer was not able to provide further documentation. A problem with the sample such as a small clot which could partly block a sample needle and cause lower volume of the sample pipetted could not be ruled out as the provided reaction monitors were illegible. A system or reagent issue was not suspected as quality control data and precision testing on various assays were acceptable. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received questionable results for multiple assays for one patient sample. Of the data provided, the results for urea (bun), creatinine + waldenstrom (creatinine), glucose hk generation 3 (glucose) and ion selective electrode (ise) potassium were discrepant. The initial results were: bun: 17.0 mg/dl. Creatinine: 0.72 mg/dl. Glucose: 102 mg/dl. Potassium: 4.78 mmol/l. The initial results were reported outside the laboratory and were questioned by the physician. A redraw sample was ordered and the results were different than the original sample. The user then repeated the original sample and the results were: bun: 63.4 mg/dl. Creatinine: 2.03mg/dl. Glucose: 182 mg/dl. Potassium: 6.22 mmol/l. The repeat results were believed to be correct. The patient was not adversely affected. The bun reagent lot number was 64532401 with an expiration date of 03/31/2012. The creatinine reagent lot number was 64712801 with an expiration date of 04/30/2012. The glucose reagent lot number was 64655001 with an expiration date of 09/30/2012. The potassium electrode lot number was not provided, but the expiration date was 07/31/2012. The field service representative could not find a cause and took no remedial action. To verify the analyzer operation, the user ran calibration, quality control and precision testing with results within their specifications.